Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer has indicated that the product will be returned to zimmer biomet. Once the product is received and the investigation is completed, a follow up report will be submitted. Device not returned.

Event description:
It was reported that the skin graft mesher was not grafting properly. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device was not grafting properly and not meshing and also the skin bunched up. The event occurred during surgery and there was no harm or delay to the surgery. The customer did not return a skin graft meshier device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformance's, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by zimmer biomet surgical was not performed since the device was not returned at the time of this investigation by the customer for evaluation. Repair of the skin graft mesher was not performed by zimmer biomet surgical since the device was not returned at the time of this investigation for the repair process. The reported event was non-verifiable since the device was not returned for evaluation at the time of this investigation. The root cause of the device not grafting or meshing and the skin bunching up cannot be specifically determined with the provided information since the device was not returned to zimmer biomet surgical at the time of this investigation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.